Event description:
A report was received that the patient had an infection at the ipg site. Symptoms include pain, swelling, redness, fever and drainage. The patient was prescribed with antibiotics and underwent an explant procedure. The physician did not believe that the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.